Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6) hospital. Block h6: imdrf device code a040506 captures the reportable event of sheath peeled.

Event description:
It was reported that during the procedure a navigator access sheath device was used with a flexible endoscope; however, an abrasion of the coating was found inside the sheath. The detached vinyl was retrieved from inside the sheath using a forceps and it did not fell off inside the patient. The procedure was completed with another of the same device without patient complications.

Manufacturer narrative:
Block e1: initial reporter facility name: a hospital of university of occupational and environmental health block h6: imdrf device code a040506 captures the reportable event of sheath peeled. Block h11: investigation result the returned navigator device was analyzed, and a visual evaluation noted that the inner lining detached/separated from the navigator sheath. Microscopic examination was performed, and sheath returned broken at the proximal section. Additionally, there was evidence of whitened areas near the breakage indicating the device was submitted to tension. With all the available information, boston scientific concludes that the reported event of sheath peeled was confirmed. It is possible that the reported sheath broken could be related to handling and manipulation of the device during procedure, it is probable that an excess of force applied to the device such as operational factors during the use could broke the sheath. Additionally, the navigator was used with a flexible endoscope, it is possible that operational factors, interaction/handling with the flexible endoscope during the procedure could have led to reported sheath peeled. Based on the analysis results, an investigation conclusion code of adverse event related to procedure was assigned to this investigation.

Event description:
It was reported that during the procedure a navigator access sheath device was used with a flexible endoscope; however, an abrasion of the coating was found inside the sheath. The detached vinyl was retrieved from inside the sheath using a forceps and it did not fell off inside the patient. The procedure was completed with another of the same device without patient complications.